Event description:
It was reported that the customer wanted a replacement insulin pump. The customer felt that the insulin pump was not delivering the insulin. Troubleshooting was not possible at the time of the call. It was reported that the customer has been using her older insulin pump, and had not has any problems. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.